Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure while loading, the lens was twisted or squashed on the right side. The surgery was completed on the same day with another lens. There were no patient contact and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The device with the lens was returned in the blister tray inside the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger has advanced the lens to mid-nozzle. The plunger has overrode the lens. The lens was rotated and torn inside the device. The nozzle was removed and cleaned for further evaluation. The lens was removed during the cleaning. Topcoat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was used. A plunger override was observed which has resulted in the mispositioning of the lens and lens damage. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. Plunger override may occur: due to rapid advancement faster than the instructions for use (IFU) recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic visco elastic device may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Topcoat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).